Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl, and delivered a correction bolus and administered manual injections to address the bg level. The customer went to the emergency room (ER); and left the ER with a bg level of 333 mg/dl. Reportedly, the customer was feeling "much better" and was no longer feeling nauseous. System check was performed with tandem technical support and no issues were found and showed that the pump performed as intended. At the time of the reported event, the customer changed the supplies on the pump.